Event description:
It was reported that patient received inappropriate hv therapy for atrial fibrillation with rvr. The device was reprogrammed and medication was adjusted for the patient. No further issues were reported.